Manufacturer narrative:
The customer reported a hand controller failure; the system continued motion after the motion command was released and when the enable key was not pressed on the hand controller. The system was in clinical use at the time of the event. The philips field service engineer (fse) went on site to evaluate and confirm the reported issue. The fse acquired video and log files of the reported issue and submitted them to philips engineering. The fse reported that the gantry could be operated without the enable button on the remote control pressed and only the direction button pressed. In addition, when pressing and releasing the table up button, the table moved upward and continued moving with the button released. The fse ordered and replaced the wireless hand controller. The probable cause was a faulty hand-controller. A field safety notice (fsn 88200521) was sent to customers on 05-jun-2019 indicating that an issue was found with the hand controller for the brightview family of cameras. The issue results in either spontaneous uncommanded (not initiated by the operator) motions or continued motion after the buttons were released. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that the system continued to move after release of the command motion, and when the enable key is not selected, on the handcontroller. Based on additional information from field safety notice (fsn) (B)(4) it has been determined this record is a reportable event. A field safety notice (fsn) has been released to customers indicating that an issue has been found with the hand controller for the brightview family of cameras. The issue results in either spontaneous uncommanded (not initiated by the operator) motions or continued motion after the buttons were released.